Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and calcified superficial femoral artery (sfa). The physician advanced the sterling monorail balloon catheter to the lesion and inflated the balloon one time to 12 atms, however, the sterling balloon ruptured. The procedure was successfully completed with a different device. No patient complications were noted and the patient's status was reported as "good".

Manufacturer narrative:
Pt's age: 18 years or older. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).